Event description:
It was reported that this delivery device was not working. When device was plugged in, it immediately pops up error 255 (delivery device is permanently disabled.) Due to this event the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Premarket / 510(k) # (g4)- additional premarket/510(k) k191505.

Manufacturer narrative:
Premarket / 510(k) # (g4)- additional premarket/510(k) k191505. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of device displays 225 delivery device is permanently disabled is defined in the risk documentation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this delivery device was not working. When device was plugged in, it immediately pops up error 255 (delivery device is permanently disabled.) Due to this event the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.